Event description:
Consumer called to report her meter is getting very erratic readings with his meter. Analysis run on consensus error grid (ceg) using mean readings (319) as reference point vs. Bd readings (580, 135, 242) yielded some data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.